Event description:
The customer alleged the unit was leaking fluid around the heater on the reservoir. Subsequently, the customer stated the unit leaked cidex opa solution onto the floor. No injuries or adverse effects were involved. The fse assessed and repaired the unit on site. It is in operation.

Manufacturer narrative:
Capital equipment evaluated at the customer site. The field service engineer (fse) discovered the tank assembly leaking. The fse replaced the tank assembly. The fse tested the unit and confirmed no leaks were present. The unit operated within the MFR's specs and operational.